Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are worn. Customer's blood glucose value was unknown. The customer also reported that the insulin pump was scratched, diminished battery life, over all insulin pump was worn and slowing down. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm noted during testing. Device had minor scratched lcd window. (B)(4).